Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The reported event was not confirmed as the device was tested and the proper function is given. However the device shows signs of metal surface oxidation. No problem found.

Event description:
It was reported that the gripper is not working properly. The problem was noticed after the surgery. There was no harm or adverse event for patient, operator or third party reported. No further information received.